Event description:
Edwards received notification that soon after the implantation of this valve model 3300tfx21mm, tee revealed restricted leaflet movement of all three leaflets causing high gradients with a peak of 40mmhg and turbulent central jet seen in the aortic root. Postoperatively, low cardiac output was observed requiring iabp (intra-aortic balloon pump). To solve the issue ta balloon dilatation was performed. During balloon dilation procedure guide wire was passed through with great difficulty suggesting leaflet opening issue. Post dilatation, all three leaflets would open and close properly with no aortic regurgitation. However, two hours after the percutaneous intervention, gradients across the valve increased again, and a central jet was observed. At this time, the patient had already developed acute renal injury but dialysis was not started due to the low cardiac output. The patient expired on pod # 2.

Manufacturer narrative:
The subject device is not available for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated d4, h4, and h6 per new information received. No product was returned for evaluation as it remained implanted. Medical records/images were provided but were unable to confirm the complaint. Per echo review by an independent expert, "the echocardiographic images are few in number and of poor quality, and do not allow assessment of bioprosthesis leaflet appearance or motion or the assessment of the presence or severity of lv outflow obstruction (including prosthetic stenosis). If there was evidence of high transvalvular gradients, the submitted images do not allow for the reliable assessment of etiology (potentially including subvalvular or supravalvular obstruction, valvular [prosthesis] obstruction, high flow, and pressure recovery)." The device history record (DHR) review was performed and no relevant nonconformances were found. Based on the available information, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. It is possible that patient and/or procedural factors caused or contribute to the event. An edwards defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.